Event description:
It was reported that the right atrial lead exhibited inadequate sensing and capture thresholds. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.